Manufacturer narrative:
Issue: needle break off in use. Evaluation summary: regulatory compliance received (31) 1cc, 12.7mm, 29g syringes (1 loose, 30 in three sealed poly bags) with the shelf carton from lot # 0229901. Customer states that the needle broke off during the injection. All samples received in the sealed poly bags were examined and no broken cannula was observed. The loose syringe was received without the shield and with approximately 28 units of a cloudy liquid inside the barrel. The loose sample was examined and a broken cannula was observed, however, the broken free cannula was not returned. Further evaluation on the loose syringe was also conducted. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Device history record was also reviewed for the given lot number, and no anomalies noted. Complaint cannot be confirmed as a defect. No further action required. Complaint history check was performed and as of ((B)(4) 2011) yielded no other complaints against lot number 0229901 for same issue. Information will be captured on trend reports and monitored monthly.

Event description:
Company representative reported needle broke off during injection. Needle had to be removed surgically.